Manufacturer narrative:
Note: product reference 4436946 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36995826 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported on this batch of access ports released in june 2022. Investigation results: we did not receive the complaint sample nor x-ray pictures for evaluation. We have only received a picture of the explanted catheter. The picture is not very clear but seems to show a catheter in two parts. Conclusion: without the complaint sample or x-ray pictures, we cannot conclude on the real cause of this incident. However, this is an isolated incident inside the whole batch; catheter rupture is a known complication of the access port implantation, documented in the IFU, this is a rare incident (0.001%), consequently, no corrective action is envisaged for the moment.

Event description:
The catheter broke during use.